Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after several hours of hemodiafiltration therapy with heparin anticoagulation using a prismaflex st150 set, a leak was noticed at the connection point between the syringe and the heparin delivery drain, resulting in a lack of anticoagulation delivery. Damage was found on the heparin delivery drain, at the connection point with the syringe. Therapy was discontinued immediately due to blood clotting. The next day, new therapy was started with a kit from the same series, and after several hours of therapy, the same issue was observed. It was clarified that the blood was not returned to the patient a total of two times. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date: on (B)(6) 2022 and on (B)(6) 2022. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual sample was not, available; however photograph of the sample were provided for evaluation. Visual inspection observed the reported damage from the anticoagulant cap, a crack was visible. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause could be due to improper handling of the product during treatment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.